Event description:
It was reported that during procedure it was found that the device showed a red screen and the energy was unable to be increased. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation unknown.

Manufacturer narrative:
Block e1 initial reporter phone: (B)(6).